Event description:
A talent thoracic stent graft system was implanted in a pt for the emergent endovascular treatment of an acute b type dissection. The pt had a history of valve and ascending aorta replacement. It was reported that another manufacturer's stent graft was implanted first, followed by implanting a talent stent graft proximally, which covered the left subclavian artery. The implantation was successful; however, after implantation, the patient's blood pressure dropped to 30 mm hg, as the pt had a ruptured abdominal aortic aneurysm; the pt expired. The physician commented that the event was not related to the talent stent graft.

Manufacturer narrative:
(B)(4). Evaluation, results: (death). Evaluation, results/conclusions: (dissection). (Use of the device to treat a dissection).